Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for extended charge time was received. In clinic capacitor maintenance yielded normal charge times. The device remains implanted and the patient will be monitored remotely.